Event description:
Customer reported an interruption of delivery during patient infusion. After the start of an infusion of amiodarone, it was noticed that solution was leaking from the pump loading area. Upon removal of the set from the pump, the tubing was split. The pump was tested overnight by the ward staff with a new set and no set damage was observed. No patient injury or medical intervention occurred.

Manufacturer narrative:
The reported condition the set was leaking from the pump loading area, causing interruption of delivery was not confirmed or duplicated. Through testing and inspection, it was not possible to identify the assignable cause for the damage and leak from the set. Inspection of the pump surfaces that contact the tubing revealed no anomalies, and standard and extended testing revealed no tendency for the pump to damage or excessively wear the tubing in use. There have been no upgrades or batch related issues with colleague associated with damage to or leaks from giving sets. One similar report in the past year has been received. No assignable cause can be determined and no correction will be made to the device due to the reported condition not being confirmed. The pump is functioning as designed. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)